Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed an error code 21513 (uso sensor failure) message. During functional testing, the uso failure was not reproduced. A bench test run was performed where a downstream occlusion was forced and the device passed specifications for the occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined; however, the uso sensor block would be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a upstream occlusion (uso) failure; further described as "system error". This was identified during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.